Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% target lesion was located in the moderately tortuous and severely calcified below the knee (bk) vessel. After a guidewire crossed the lesion, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced to dilate the lesion. However, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a 1.5mm×2cm coyote¿ es balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. There were numerous hypotube kinks. There was tip damage. Functional testing with an inflation device filled with water was used to inflate the balloon to the rated burst pressure and revealed a pinhole in the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% target lesion was located in the moderately tortuous and severely calcified below the knee (bk) vessel. After a guidewire crossed the lesion, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced to dilate the lesion. However, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a 1.5mm×2cm coyote¿ es balloon catheter. No patient complications were reported.